Event description:
This case was initially received via regulatory authority (B)(6) on 25-apr-2017. This spontaneous case was reported by another health professional and describes the occurrence of embedded device ("insert in myometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pain. On an unknown date, the patient experienced muscular weakness ("myasthenia (due to intolerance to essure inserts)"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure on left tube was removed, but on right salpingectomy was not removed. At the time of the report, the embedded device and muscular weakness outcome was unknown. The reporter provided no causality assessment for embedded device and muscular weakness with essure. The reporter commented: left salpingectomy: removal of insert. Right salpingectomy: insert in myometrium. Salpingectomy without insert. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted presented pain and during bilateral salpingectomy to remove essure it was noted that on right side the device was not in fallopian tube it was in myometrium (seen as embedded device). The reported event is serious due to medical importance and anticipated in essure's reference safety information. Uterine partial perforation, seen as embedded device, may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had intolerance to essure inserts due to pain and bilateral salpingectomy was performed, during this procedure it was noted that device was embedded. Although the exact mechanism of the reported embedment was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention (bilateral salpingectomy) was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - heath authorities in (B)(6) on 25-apr-2017. The most recent information was received on 25-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of embedded device ("insert in myometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pain. On an unknown date, the patient experienced muscular weakness ("myasthenia (due to intolerance to essure inserts)"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure on left tube was removed, but on right salpingectomy was not removed. At the time of the report, the embedded device and muscular weakness outcome was unknown. The reporter provided no causality assessment for embedded device and muscular weakness with essure. The reporter commented: left salpingectomy: removal of insert. Right salpingectomy: insert in myometrium. Salpingectomy without insert. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: embedded device - analysis in the global safety database 333 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 25-may-2017: after follow-up attempts, no further information was obtained. Evaluation codes added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.